Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of sheath valve leak in use is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "the sheath was inserted into the radial artery and blood was squirting profusely from the rubber in the hub as soon as the introducer and wire was removed. The hemostatic valve did not contain the blood. They had to use a new set."there was no patient death. Patient current condition reported as fine

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the sheath was inserted into the radial artery and blood was squirting profusely from the rubber in the hub as soon as the introducer and wire was removed. The hemostatic valve did not contain the blood. They had to use a new set". There was no patient death. Patient current condition reported as fine.